Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. Patient stated she thought she had a bladder infection and was voiding every 20 minutes. Patient stated she was seeing her doctor today in regards to this. The issue was not reported to be resolved at the time of the event. No further symptoms reported. No complications reported.